Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient acquired an infection and was provided with oral antibiotics. Subsequently, the device was explanted and there were no reports of further complications.